Event description:
During a laparoscopic cholecystectomy, the clips from a 5 mm laparoscopic clip applier did not close tightly when the handpiece was fully compressed. Clip applier removed from the field and a new clip applier obtained. Reportedly no harm to patient.